Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating as intended. A CT was performed and confirmed there was air in the cylinders and reservoir, so the physician believes there is fluid loss from the device. There were no patient complications reported, and surgical intervention is anticipated.